Event description:
It was reported that during an open unknown procedure, the device could not be removed from the patient. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, the sales rep confirmed that the washer was uncut.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the device removed from the patient? --- the anvil was removed in inserting the device in the patient, and then the device was removed. How many counter-clockwise revolutions were used to open the device? ---no information. Was the anvil free of tissue (rotated 90 degrees in each direction) prior to removal? ---no information.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the device removed from the patient? --- the anvil was removed in inserting the device in the patient, and then the device was removed. How many counter-clockwise revolutions were used to open the device? ---no information was the anvil free of tissue (rotated 90 degrees in each direction) prior to removal? ---no information the analysis results found that the cdh29 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.